Event description:
Healthcare professional reported that immediately post-op, the pt's pressure dropped. The pt returned to surgery. During re-op, the disc was found to be impinged on chordae. The annulus was debrided and the valve remained implanted. The pt could not be weaned off pump and expired. The valve remained implanted and therefore, not returned for analysis.